Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of out of range high voltage lead impedance measurements was confirmed in the laboratory via review of programmer printouts. X-ray analysis identified a fractured can wire. This would account for the reported out of range high voltage lead impedance measurements. No other anomalies were found.

Event description:
It was reported that during a follow up, out of range hv lead impedance was observed. The out of range hv lead impedance was reproduced with ICD area manipulation. The device was explanted and replaced.